Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown unk - 5mm titanium locking screws/unknown lot number. The implant date was approximately five weeks ago. Device is not expected to be returned for manufacturer review/investigation. Concomitant device reported: 9 hole left liss plate (part number and lot number is unknown and quantity is one). (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two screws were identified as broken at the shaft post-operative. The implant date was approximately five weeks ago. There was a nonunion also. The broken screw shafts were left implanted and there was no plan of removal for them. During the revision five screws on the distal end of the plate was cold welded to the plate. In order to remove the plate and screws the surgeon cut the plate and was able to toggle the screws out. The patient was revised with a different plate and screws. The patient's outcome is unknown because the representative was not present during the revision. There were a few minutes of surgical delay noted due to the time needed for removal of the cold welded screws. This complaint involves two devices. Concomitant device reported: 9 hole left liss plate (part number and lot number is unknown and quantity is one). This report is 2 of 2 for (B)(4).